Manufacturer narrative:
Device code (B)(4) no longer applies to catheter.

Event description:
It was noted that the pump connection was ok. The cause of the catheter leakage was not determined. The catheter connection was not misaligned. The catheter was not observed to have been disconnected in any way or degree from the pump. There was no damage observed with the catheter at the time of replacement. The hcp suspected that maybe during the first implantation a needle punctured through the catheter and was the possible reason for the leakage.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4) pertains to 8637-20. (B)(6) pertains to 8780. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer&#62688;representative regarding a patient who was receiving lioresal 2 mg/ml via an implantable pump. It was reported that a patient's spasticity increased and had pain immediately after a pump and catheter replacement due to eri. The therapy was not as efficient as it was earlier. There was suspicion about catheter connection problems due to leakage. A contrast dye study was performed and the hcp noticed a leakage from the catheter. The hcp wanted to change the new pump also since he thought there may be some problem between the tubing tunnel and the catheter access port. The replacement was performed on (B)(6) 2016. The patient was doing very well after.

Manufacturer narrative:
The device was noted to be delivering 2000 mcg/ml at 164.8 mcg/day. No catheter was returned for analysis. As received, the pump reservoir was empty and running in simple continuous infusion mode. Pump outlet port was inspected and tested for leaks but no leaking was found. The pump logs showed no anomalies. Infusion history shows that the pump was implanted (B)(6) 2016 and a pump tube and catheter prime was programmed then ran in a simple continuous infusion mode. The pump passed dispense accuracy testing. Analysis revealed no pump anomalies as the device met specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016 the representative further clarified that there were two surgeries performed. First in (B)(6), this patient had a normal pump and catheter replacement due eri and old catheter. Before this replacement she was doing well with really good efficacy. After this procedure she lost this therapy efficacy and she was suffering severe spasticity symptoms. There was almost two months between eri surgery and a new replacement procedure from (B)(6). The representative was contacted by the neurologist about this loss of efficacy and advised them to do catheter dye study in which they noticed abnormal air leakage during aspiration. The patient was transferred a couple days later to or for the catheter revision. This procedure was planned to do by a neurosurgeon who also decided to replace the pump just in case if there was also some kind of problem in the pump. Reportedly, the neurosurgeon had no evidence for that but he had changed the pump also. Both the pump and catheter were replaced due to the air leakage from the catheter after the contrast study showed this problem. The patient at the moment was doing very well without no symptoms of spasticity. The catheter was previously reported as ¿scrupped¿. Clarification was requested regarding the catheter connection, leakage and observations of the catheter connection during the revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.